Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 the following findings: during investigation, there was a blank display at power up with audible and vibe. Unable to test any button due blank display. Blank display-display cracked, put test display and test display works. Cracked display lens. Battery compartment cracked above grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6), the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user¿s ability to read some or all of the information on the screen which may result in over or under delivery.